Event description:
The customer reported that imprecise and erroneous human chorionic gonadotropin (bhcg) results, above and within the normal reference range, were generated on two unicel dxl800 access immunoassay systems for two same-patient samples. This report is one of two and represents the imprecise and higher than expected human chorionic gonadotropin (bhcg) result, above the normal reference range, which was generated for a patient on a unicel dxl800 access immunoassay system with serial number (B)(4) on (B)(6) 2011. The initial, higher than expected bhcg result was reported outside of the laboratory and the patient underwent additional diagnostic testing, including an ultrasound, due to the initially elevated bhcg result. The initial bhcg result was subsequently repeated multiple times on the same instrument. A second sample was drawn and tested multiple times on the same instrument as well. Upon multiple analysis of the original and redrawn samples, the results were lower and either within the normal reference range or above the normal reference range. Collectively the results exceeded the precision claims of the assay. Beckman coulter inc assessment of customer supplied data indicated that all levels of instrument bhcg quality control recovered within the customer's established ranges during the timeframe of the event. The samples were full draws, collected in lithium heparin plasma tubes and centrifuged prior to testing. The samples displayed no visual abnormalities. There was no indication of fibrin, hemolysis or other issues. The samples were not re-centrifuged prior to re-analysis.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) visually inspected and primed the pipettors. No issues or leaks were noted. The fse performed a high sensitivity system check which failed the foam portion of the check. The fse replaced the peri-pump tubing and aspirate probes. The fse re-executed the high sensitivity system check with satisfactory results. The fse reviewed the instrument event log and identified "sample pump excessive slippage" errors. The fse removed the sample pump and cleaned the piston and seal and replaced the belt. The fse primed all the pipettors and performed another high sensitivity system check which generated results within instrument specifications. The fse performed preventive maintenance activities on the instrument, performed pipettor matching and low volume pipettor matching, and calibrated the pressure sensors. The fse performed a carryover test, a high sensitivity system check, and an ultrasonic wet/dry level sense test. All assessments generated acceptable results. A definitive root cause has not been determined to date for this event. Mdrs associated with this event: 2122870-2011-04448, 2122870-2011-04344.